Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the light guide lens corrosion was traced to component failure. Also, for the white residue in the air/water channel, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue in the air/water (a/w) channel and corrosion on the light guide (lg) lens. There was no patient involvement.